Manufacturer narrative:
Attempts are being made to obtain additional information from the user facility.

Event description:
It was reported that at the user facility, the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that at the user facility,the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.